Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 5.4 inr, 3.5 inr, and 2.4 inr on the coaguchek xs system, while a professional coaguchek xs system returned as 2.4 inr. The patient's coumadin dose was increased based on the result obtained on the professional device. No adverse event reported. Requested return of suspect system; replacement was sent.